Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02325. It was reported that the patient presented for a generator change procedure. During the procedure, the new implantable cardioverter defibrillator exhibited a loss of telemetry due to backup vvi. The pocket was reopened and the device was explanted and replaced on (B)(6) 2020. Additionally, the right ventricular lead exhibited low capture thresholds and low sensing of p-waves. The lead was capped and replaced on (B)(6) 2020. The patient was stable.